Manufacturer narrative:
(B)(4). The device was returned in good physical condition and outside of the sterile package. In addition, the tyvek returned was in good physical condition with no damage in surface. It could not be determined why the device reportedly had a hole in the tyvek. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Unknown. Additional information requested: regarding the brown box, was this the box that held the actual ace device in the tray with tyvek lid (sleeves)? Or was this the corrugate shipping box? As the ace is packaged six sleeves to a box and the box is white, was the device reprocessed?

Event description:
It was reported that the customer took out the brown box and it had a hole in the tyvek.